Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s chest was burning and was painful. The patient¿s right hand was shaking a little bit, their left eye goes up and down, their toe curls up real bad, their fingers sometimes get numb, they have a really hard stool and problems swallowing. The patient was hospitalized for 4 days due to the symptoms, and a biopsy was taken from their stomach/esophagus. The patient reportedly went 5 to 6 days without having a bowel movement, and was medicated for it. The patient¿s healthcare provider stated that the swallowing issue may have been the cause of the hard stool and infrequent bowel movements. The patient¿s healthcare provider attempted making adjustments to the patient¿s dbs therapy settings without resolving the issue. The symptoms reportedly began in (B)(6) 2016, and the patient was hospitalized in (B)(6) 2017. No further complications reported.

Event description:
No new information received.